Event description:
The manufacturer received information alleging device is noisy, turns on by itself. Device has strange odor. Headaches, sinus congestion, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. Patient alleged of device is noisy, turns on by itself. Device has strange odor. Headaches, sinus congestion, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external and internal part of the device. Dust like contamination was observed on blower box, blower, blower seal, and top enclosure. Unknown contamination was noticed on blower, blower seal, blower box, rear panel and top enclosure. The manufacturer found no error codes. The manufacturer applied power to the device and verified the airflow. Presence of sound abatement foam was not confirmed using fitt (foam integrity test tool). The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.